Event description:
A customer reported during phacoemulsification mode of a cataract extraction with intraocular lens implant procedure, there was inefficient aspiration. Surgery was completed using the same system and accessory with no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested, but not received to date. (B)(4).